Event description:
Overinfusion on the 6060 pump during patient use. Patient was receiving chemo 5fu in a continuous mode. Dose 8ml per hour for a 46 h0ur period. Therapy started and disconnected 2 days later. Pump alarmed after 45 hours of therapy. 27ml of overfill was also infused to patient. No patient injury was reported. Pump will be sent to baxter pal lab for evaluation. No additional patient information is available at this time.